Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and driven on an in-house system. It passed the recognition and engagement tests. Failure analysis could not verify the external event. The instrument moved intuitively with full range of motion in all directions. The blade opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test on 2 out of 2 attempts. No errors were observed. The instrument was fully functional. There was no problem detected. Additional observation(s) found a broken curved blade at the distal end. The blade broke at roughly 0.107¿ from the base. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument was not recognized. The instrument blade was found to be broken. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that the instrument tip was broken off while dissecting. No fragment fell inside of the patient. There was no intraoperative collision or misuse involving the instrument observed. The procedure was delayed for 5 minutes with no intra or post operative complications. According to the surgeon, this event did not impact the procedure or the patient¿s health. There was no concern about procedure delay causing any long-term complications with the patient.